Event description:
Report received from abbott international affiliate (abbott uruguay) of an over-delivery. The report states: "according to user, the pump infused faster than it should to correspond with program." The pt was receiving aminophylline 720mg in 1000ml of IV fluid to infuse over 24 hours. It was reported that the infusion was completed in 22 hours. The rate of infusion was 42/ml. There was no reported adverse pt event and no medical interventions were required. The device was reportedly removed from the pt. The pt was discharged at an unspecified date/time later without incident.